Event description:
Information received indicates, the bed will not send a nurse call when the function switch is pressed.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed.